Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter was displaying an error 1 message instead of providing a blood glucose result. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged error message began on (B)(6) 2018 at around 11:00 am. The patient manages his diabetes with a combination of insulin, tresiva (36 units) and novolog (12-14 units, on a sliding scale based on the blood glucose results). The patient denied making any changes to his usual diabetes management regimen, in response to the alleged issue. The patient informed the csr that the meter issue was intermittent until (B)(6) 2018, when the patient was no longer able to obtain a meter reading. On (B)(6) 2018 at 1:00 pm, the patient reported to start developing symptoms of feeling ¿weak and fatigue¿, and on (B)(6) 2018 at 3:00 am, the patient reported symptoms of ¿cold sweat, back pain, pale white lips turn blue, breathing was painful, dry mouth, vomiting, dehydrated, weak and tired¿. The patient stated to be sent to hospital, at 7:00 am, where his blood glucose level was checked (result not reported). The patient did not report the treatment received at the hospital. At the time of troubleshooting, the csr confirmed the subject meter was not being used for the first time. The csr noted that the alleged issue could be solved after replacing the batteries. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.